Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received with the proximal end overlaying the cannula of the proximal connector segment. The distal connector segment was not returned for evaluation. A partially circumferential split was observed in the catheter tubing at the distal end of the connector cannula. An attempt to infuse water through the sample using a 12ml syringe revealed the catheter to be patent; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed sharply defined edges. The edges exhibited a granular texture. Mechanical damage was observed along the inside edges of the split surface. The location and features of the split were consistent with damage caused by contact between the catheter and the connector cannula. Such damage can occur if the catheter/connector system is not properly assembled. The product IFU provides instructions for proper assembly of the catheter/connector system. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted through the left upper arm on june 17th. The catheter was used until july 20th. On july 24th, the catheter was used again and a split was spotted 10cm away from the puncture site, in the extracorporeal section of the catheter. The catheter was then removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was implanted through the left upper arm on (B)(6). The catheter was used until (B)(6). On (B)(6), the catheter was used again and a split was spotted 10 cm away from the puncture site, in the extracorporeal section of the catheter. The catheter was then removed. No patient injury was reported.